Event description:
It was reported that the freestyle libre 3 plus sensor intermittently lost bluetooth connection to the ilet after initially pairing and functioning for several days, resulting in cessation of glucose data transmission to the ilet. Symptoms included none reported. Outcomes included no reported clinical impact, no alerts or alarms, and no medical intervention or hospitalization. Investigation included attempts to contact the user for troubleshooting and information gathering and review of available system data, which showed no recent data uploads. Investigation of this case revealed insufficient information to identify a device malfunction mechanism or user-related factor. It was concluded that the specific cause of the intermittent connectivity loss could not be determined based on the information available.